Event description:
Customer responded to one of our ads on (B)(6) stating that she had to go to ER to have cup removed. We asked her to email saalt so that we could follow up and learn more about the situation. Customer emailed saalt on 12/1/2020 and said that she had the saalt cup removed on (B)(6) 2020. Saalt responded with questions about the customer's experience. We asked her if it was her first time using the cup, how long it had been inserted prior to removal, what resources they utilized to seek help with removal. We also asked what type of saalt cup she was using, her order number, dob, and we asked her to provide photos of her damaged cup. Customer never responded to follow up emails from saalt. Instructions for use (IFU) states to remove the cup: "consider removing your cup in the shower or while sitting on a toilet. Always pinch the grip rings at the base of the cup to break the seal (don't pull on the stem alone). Wiggle your cup back and forth while holding the grip rings and keep your cup upright as you pull it past your labia to avoid spilling." It also states that "the cup can move higher if a good seal isn't formed when first inserted, but it will not get lost in the vagina. Walk around and wait 30 minutes and try again, or use your pelvic muscles to bear down on the cup, pushing it lower. Squatting in the shower can also help. Once in reach, pinch the lower base of cup to break the seal, and then gently pull it out." The IFU further states that "uterine lining can sometimes get stuck inside the cup and block the suction holes making it difficult to remove the cup."